Manufacturer narrative:
Date sent 10/19/2004. Eval summary: it was reported that the driver is being returned to the svc and repair facility with continual rotation of the knob once the specimen has been cut. The analysis results confirmed that the driver was returned with the cable causing the cutter to run continually after the cutter knob was rotated forward, causing hed3 to not light up on the test fixture. There was no issues with the cutter knob. The site replaced the cable, contact pins, connector, collar and knob grip. The driver was cleaned, disassembled, then reassembled per design specs, tested, and functioned properly.

Event description:
The device is going to be returned due to the request of svc and repair for the cutter gear, due to the reported continual rotation of the knob once the specimen has been cut. There have been no pt consequences reported.